Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose event value is 356 mg/dl attributed to an infusion set leak discovered after 1 day of use and some stress on the tubing. The high blood glucose was treated with pump insulin and manual injection. The event involved product(s) mmt-1884, mmt-431aj and mmt-342. Troubleshooting was performed and customer has type diabetes, was using system with auto mode/smartguard active, and had a backup plan with pens. The customer also reported a rash at the abdominal site, which did not require medical treatment. The customer was instructed on proper site care and aseptic technique, advised to change the infusion set and monitor blood glucose. The customer understood the product replacement/return policy. No further patient complications were reported. No product return is expected for mmt-1884, mmt-342. Mmt-431aj is expected to return.